Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively, trunnionosis and black tissue were noted. The stem, head and liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised liner. Rep also confirmed that pictures can be provided and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and corrosion involving an unknown accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: I have had the opportunity to review the information related to pi including the product inquiry summary an ap pelvis x-ray and a primary operative report of a left pressfit tha. The event description from the product inquiry summary states: it was reported that patient's left hip as revised due to dissociation of the head from the stem. Intraoperatively trunnionosis and black tissue were noted. The single ap x-ray shows a pressfit left tha. The head is angulated an dissociated from the trunnion of the stem there is deformity of the trunnion with material loss. It is confirmed that a dissociation of a femoral head from the stem occurred. There is x-ray evidence of trunnionososis. No information was provided documenting revision surgery to revise the head and stem. The root cause of this event cannot be determined from this limited information. Should additional information become available I would be happy to further this assessment. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: I have had the opportunity to review the information related to pi including the product inquiry summary an ap pelvis x-ray and a primary operative report of a left pressfit tha. The event description from the product inquiry summary states: it was reported that patient's left hip as revised due to dissociation of the head from the stem. Intraoperatively trunnionosis and black tissue were noted. The single ap x-ray shows a pressfit left tha. The head is angulated an dissociated from the trunnion of the stem there is deformity of the trunnion with material loss. It is confirmed that a dissociation of a femoral head from the stem occurred. There is x-ray evidence of trunnionososis. No information was provided documenting revision surgery to revise the head and stem. The root cause of this event cannot be determined from this limited information. Should additional information become available I would be happy to further this assessment. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively, trunnionosis and black tissue were noted. The stem, head and liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised liner. Rep also confirmed that pictures can be provided and that no further information will be released by the hospital or surgeon.